Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery due to an occlusion. The customer stated that he was trying to treat with 8 units of insulin when he received the alarm. He stated that he was supposed to get 3.5 units, but the insulin pump would give him the wrong amount. The customer did not know the blood glucose reading. The customer stated that the no delivery alarms began about a month prior but had been occurring more recently. The customer reported that the alarm was resolved by a complete set change and declined to return the infusion set and reservoir for analysis. The customer was unable to troubleshoot the issue as these were past events. The customer stated that his bolus wizard settings were incorrect and was advised to consult his doctor regarding the accuracy of his settings.